Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were observed on the right atrial (ra) lead. The suspected cause of the event was due to lead damage, although not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.